Manufacturer narrative:
The device was not evaluated as it was discarded during surgery. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The event is reported as a valve explant at implant. These events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the valve was explanted due to mitral regurgitation caused first by a leaflet that was tethered down by a suture and second by encroachment on the valve leaflets by the subvalvular apparatus. The removal of the mitral pericardial valve and a second implant attempt prolonged the bypass time of this complicated mitral valve replacement case. The patient required an intra-aortic balloon pump to support weaning from cardiopulmonary bypass and blood product transfusion to treat intra-operative coagulopathy. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Without return of the device for evaluation and with the available information, the root cause of the event is indeterminable; however, operational context may have contributed to the event. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 25mm mitral valve was explanted at implant due to mitral regurgitation caused by a leaflet that was tethered down by a suture. The valve was attempted to be reimplanted with subsequent subvalvular apparatus encroachment. The explanted valve was discarded and replaced with a non-edwards mechanical valve. Per the operative report, the patient was high-risk due to continued transient ischemic attacks, strokes, mitral insufficiency, and vegetation on his mitral valve secondary to (B)(6). The surgeon sized for a 7300tfx 25mm valve. After annular debridement, excision of vegetation on the anterior and posterior leaflet lips, and removal of a few of the posterior chordae and about half to one-third of the anterior chordae, the valve was lowered into position. Boots were placed at each commissure and tightened down; the valve was tested and it looked good. The rest of the sutures were subsequently tied down. The valve was again tested. It was obvious that there was quite a bit of mitral regurgitation. One of the leaflets was noted to be tethered at about 8 o'clock and it looked like the post had been entrapped by a suture. The valve and pledgets were retrieved. New sutures were placed and the same thing was repeated. The surgeon carefully ensured that the posts were good but he still had the same problem. He noted that part of the problem was encroachment on the valve leaflets by the subvalvular apparatus which was trimmed back. The surgeon decided that the most prudent thing to do was put in a mechanical valve since he had so much trouble with the 7300tfx 25mm valve in terms of function. The mechanical valve was positioned and there was encroachment by subvalvular tissue on the leaflet closest to the head. Additional soft tissue debridement was performed. The left atrium was closed and then it was noted that, there was a tear in the area of the atrio-ventricular (av) groove versus penetration from the debridement for the valve leaflets. A couple of sutures were placed but it was troublesome as the heart began to beat vigorously. The circumflex was probably compromised by a repair stitch. The area was repaired and the patient was allowed 25 minutes to recover after the crossclamp was removed. The physician noted that a balloon pump was placed at the time of surgery, as the patient had a long pump run and long cross-clamped time. The patient was also coagulopathic due to the long pump run. Multiple blood products, including platelets, cryo and ffp, were administered. The patient was noted as being stable and was transferred to the intensive care unit (ICU) on modest pressor support. The patient was discharged on post-operative day 22.